Event description:
It was reported that the flipping occurred after a blood patch. A pump revision was performed. The infection occurred post revision for flipping. The patient was hospitalized. The pump was explanted and there were no plans to re-implant. The patient was not a good candidate. Patient outcome was non-serious injury/illness. It was clarified that the first medication in the pump was morphine and was later changed to dilaudid and marcaine.

Event description:
Additional information received reported that the emergency room (ER) visit had occurred on (B)(6) 2012 and the patient had an infection. It was also noted that a dose adjustment was done and that the pump was turned off on (B)(6) 2012. In addition, a wound dehiscence and exposure of the device was indicated. The cause of the event was noted as "overmedicated" orally and intrathecally. The pump and catheter was explanted. The patient had recovered without sequelae. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was stopped for the last 22 days, when patient was in the ER (reasons unknown to the reporter). A back table prime was done to confirm function. As of the date of this report a pocket revision was being done due to pump "flipping" or turning up on side. When the pocket was opened it had an "odd appearance", hence culture was done to rule out infection; the initial report was negative. It was also added that the catheter was coiled up somewhat in pocket, but once it was uncoiled there was good csf (cerebrospinal fluid) flow. Drugs delivered via the device were hydromorphone and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4). Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. Pouch: model: 8590-1, lot# n299299, implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4), serial# (B)(4), explanted: 2012 (B)(4), product type catheter.